Manufacturer narrative:
Device evaluation: product was not returned, so device evaluation could not be completed. Root cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient, operational or traumatic factors. DHR review: the DHR was unable to be reviewed since the lot number is unknown. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2022-00171.

Event description:
It was reported that a patient presented with pain and a follow up CT scan revealed they have bilateral broken s1 screws. There will be a revision, however, it has not yet been scheduled. The initial construct was placed from l4 to s1. This is report one of two for this event.